Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The medical doctor elected to cardiovert non emergently the patient mid-procedure without transesophageal echocardiogram. Immediately after, flows were decreased and pulmonary artery pressures increased with a flat motor current. Clot ingestion was suspected. The pump was removed due to suspected clot ingestion. High pulmonary artery placement signal with low flows on p-8 were noted. The patient was subtherapeutic on heparin. The patient had an intra-aortic balloon pump placed. The patients outcome was stable.